Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open sores.there was no alleged device malfunction contributing to the irritation. Patient¿s house nurse applied wound wash and an ointment. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.